Event description:
During a total knee arthroplasty procedure, the surgeon implanted tibial tray, tibial insert, stem extension and spine stiffiner screw components. During assembly of the tibial insert into the tibial tray it was noted that the threads of the spine stiffiner screw were not engaging the acem extension component. An x-ray revealed that the stem extension had disengaged from the tray thus preventing engagement of the screw. The surgeon elected to leave the components in place and complete the surgery.